Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted.

Event description:
The customer's parent reported that the customer went into diabetic ketoacidosis while troubleshooting the insulin pump. The parent also reported that the customer discontinued use of the insulin pump and had reverted to manual injection.

Event description:
It was reported by the customer's mother, that the customer was hospitalized on (B)(6) 2014 due to diabetic ketoacidosis, moderate ketones and vomiting. Customer's blood glucose levels at the time of hospitalization 496mg/dl. The customer was wearing the insulin pump at the time of hospitalization. It was also reported that the customer was in a vehicular accident but was not the driver. Troubleshooting occured. It was found that the customer had a bent cannula, and air bubbles in the reservoir. No additional information was provided.